Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2007, the pt was implanted with a bard flat mesh in the pelvic area. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is alleged to have had a bard flat mesh implanted during a pelvic procedure on (B)(6) 2007. No specific device failure was alleged and medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.